Event description:
Report received indicated that there was a balloon rupture during a percutaneous transluminal angioplasty. There was no information regarding the target lesion. There was neither calcification nor vessel tortuosity present. The percentage stenosis was unknown. The product was inspected without any anomalies and instructions for use were followed. The guidewire was inserted across the target lesion via the sheath introducer. The balloon catheter was advanced to the target lesion over the guidewire through the sheath introducer and the balloon was inflated using an indeflator however balloon ruptured at nominal pressure. Another balloon catheter was used to end procedure successfully. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing.